Manufacturer narrative:
The investigation into the positioning issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the cause of the positioning issue was determined to be use issue as no product malfunction had occurred. Patient had no harm, and the outcome of the device was successful.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient returned to or today for coronary artery bypass grafting x3 and mitral ring. Impella was in a posterior position toward mitral valve. When the md attempted to reposition, the catheter would go toward the apex and then turn abruptly back to the mitral valve. Another md tried to help transition the torque but repositioning was unsuccessful. Md decided to pull the pump back (not in optimal position) and run at p5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.